Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the pressure transducer printed circuit board was checked and replaced to resolve the issue. The issue was decided to be reported as the defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient¿involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22. A correction of field # d1 brand name, # d4 version or model #, manufacture date d1 - brand name previous brand name: servo-s, corrected brand name: servo-s base unit. D4 - version or model # previous version or model #: servo-s, corrected version or model #: 6640440, h4 - manufacture date previous manufacture date: 02/18/2015, corrected manufacture date: 02/13/2015.

Event description:
Manufacturer's ref. #: (B)(4).